Manufacturer narrative:
Investigation: in response to the event reported by your facility a device history review was conducted for lot number 8348965. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned device was reviewed by our quality engineers, who found that the safety shield had successfully activated and determined that the needle bend could not have occurred during the production of the device because it would have prevented the full assembly of the device. The safety shield is designed to prevent the full retraction of the needle; full retraction could contribute to a potential needle stick. Unfortunately based on these observations, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system prn had a safety shield failure. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the nurse noticed that safety shield activation failed and the needle couldn't be retracted. The need was bent near the wing. The catheter was removed and replaced.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system prn had a safety shield failure. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the nurse noticed that safety shield activation failed and the needle couldn't be retracted. The need was bent near the wing. The catheter was removed and replaced.